Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records (DHR) review is not required. Visual inspection: sample was returned. Safety clip was missing upon receipt. The tuohy borst adapter was loose and the two-way stop cock was closed. The gray outer sheath was torn off approximately 255mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was found to be partially deployed 1mm from the distal end of the outer catheter. It is unknown when and/or how the stent graft became partially deployed. Furthermore, this was not reported by the user that the device was attempted to be deployed and is therefore likely an incidental finding. Trace amounts of dried blood was present between stent graft and outer catheter. No other anomalies were noted. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an outer shaft break, as the outer catheter was torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a stent graft, the distal tip of the catheter was discovered to be broke. There was no reported patient contact.